Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters (B)(4) has been listed as flextronics is an OEM manufacturing site. Comment about exp should be na not unknown. Device expiration date: na. Investigation: (B)(6) 2021, there is not enough information provided from customer like pictures of original packaging in order to determine the root cause. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lid). As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue.

Event description:
It was reported that the two bd¿ phlebotomy sharps collector, 1.5 qt needle port were missing lids. The following information was provided by the initial reporter: during inspection at the distributor's side, two lids were found to be missing.